Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor distorted which prevents the helix from operating correctly.

Event description:
It was reported during the implant procedure that the second time the physician screwed out the helix, that it could not be "turned upwards again". The physician had to extract the lead with the helix extended. The lead was not implanted. No patient complications have been reported as a result of this event.